Manufacturer narrative:
A imp,tsv,3.7,13,mtx,mg (tsvtb13) and unk zimmer screw were returned for investigation, see attached image a127-a129 in the complaint. Visual evaluation of the as returned product identified bone and a fracture at the collar section. Also, piece of a fractured screw was stuck inside the implant. No pre-existing conditions were noted on the per. The reported device was located on tooth # 5 and was used for approximately 3 years and 3 months. Appropriate documentation was reviewed. DHR review was completed for the subject lot number (63440451). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. DHR review and complaint history review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. Complaint history review was performed for the reported lot number (63440451) for similar event and no other complaint was identified. Based on the available information, device malfunction did occur and the reported event was confirmed. The following sections have been updated:

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown / not provided.

Event description:
It was reported that the head of implant at tooth site # 5 fractured and was removed. Patient to return for additional appointment. As a result of this event, no injury to the patient reported. Symptoms as a result of the event: none reported.